Manufacturer narrative:
(B)(4). Anti-backup failure, malformed clip. The analysis results of the device found that it was received in good visual condition. The device was cycled and one clip partially formed was fed due the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jammed on the first firing. Another device was used to complete the procedure. No adverse consequences reported.